Manufacturer narrative:
Manufacturer investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation following the reported electrostatic discharge (esd) events and red heart alarm. The reported esd events and red heart alarm are addressed via the pump investigation (reference MFR # 2916596-2020-02593). The submitted log file and log file downloaded from the returned controller contained approximately 9 days of data combined (14jan2020 - 23jan2020 per the timestamp). The log files captured pump stop events on (B)(6) 2020 at 03:29:38 that lasted for approximately 3 seconds, on (B)(6) 2020 at 05:47:06 that lasted for approximately 3 seconds, on (B)(6) 2020 at 06:11:29 that lasted for approximately 5 seconds, and on (B)(6) 2020 at 12:40:54 that appeared to resolve immediately. The pump stop on (B)(6) 2020 at 06:11:29 resulted in a brief lvad off alarm at 06:11:33 and an lvad fault alarm from 06:11:41 to 16:03:41 (after the driveline was disconnected). The pump stops and associated alarms appear consistent with esd events and are addressed via the pump investigation. The driveline was disconnected on (B)(6) 2020 at 16:03:41 to exchange the system controller. No other notable alarms were captured in the log files. Aside from the pump stop events, the pump maintained a speed equal to or above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms being produced. The reported events could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed the hm3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2018. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to troubleshoot all alarms, including pump off alarm, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 ¿patient care and management¿ explains that strong static discharges should be avoided. Heartmate 3 patient handbook section 1 ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: dim pump running leds. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-02593.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced an electro-static discharge event (esd). Log file analysis later revealed that the esd event propagated to a left ventricular assist device (lvad) off alarm, and then an lvad fault alarm. The account exchanged the controller and the alarm resolved. No further information was provided.

Manufacturer narrative:
Section d4: correction.